Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that during maintenance the device had a lock-up hang with error code 00002. There was no patient involvement.